Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4), provides product failure investigation, analysis and resolution for the device described in this report. The device has not been returned so an eval has not been returned. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that there was failure of the level sensor to activate. The customer stated that 3-4 occasions, the level pad was placed at 300 mls and the level was seen to drop 100 mls without activating the sensor. (B)(4).